Event description:
It was reported revision surgery was performed due to anklosing spondylitis. It was also reported the acetabular cup position had been "too open", but the device had been well fixed. Only the femoral head was returned to the manufactuer for analysis.